Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired in his home. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.